Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: the returned product consisted of and angiojet xmi thrombectomy set. A visual and tactile examinations showed that there was a break in the hypo tube. The thrombectomy system was inserted in to the ultra console for functional testing. The xmi would not get into priming mode. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on the product analysis completed on (B)(6) 2015. It was reported error to check saline occurred. During a declotting procedure in the arm, the physician selected an angiojet® solent¿ dista catheter for use. The catheter was set up as usual, primed, advanced in the patient and received an error to check the saline supply. The machine was restarted, reprimed and the same error occurred. Another machine was brought in and the same error occurred. The procedure was completed with another of the same catheter. No complications were reported and the patient status was fine. However, the returned product analysis revealed hypo tube fracture.